Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they had and MRI in the morning and forgot to take the pump off. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer reported motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind test due to motor encoder signal out of phase. Unable to complete the functional testing including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test of verify motor position encoder error alarm in the alarm history screen due to constant motor error alarm. The stop idle current and run current measurement tests are within specification. No unexpected low battery alarm or off no power alarm noted during testing. The insulin pump had minor scratched display window, cracked battery tube threads and a small crack on the reservoir tube lip.